Event description:
It was reported that this right atrial (ra) lead was explanted due to it becoming dislodged with the dislodgment confirmed by fluoroscopy. A new device was implanted. No additional patient effects were reported. The device is not expected to return for analysis.